Event description:
The customer complained (B)(6) reactions with cell 2 of biotestcell 3. We received neither the affected samples nor the complained lot of biotestcell 3. Therefore the retention sample was tested with (B)(6) control and different plasma samples. All (B)(6) reactions were correct. We didn't observe any (B)(6) reactions. Summary: the testing quality control lab had confirmed the correct function of the complained lot of biotestcell 3. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.